Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the procedure was being performed on a (B)(6), in the outpatient facility. During insertion into the pt's brachial vein, the console showed a blue bullseye for the last 15cm of insertion with elevated p-waves and a beautiful doppler. As a result, the clinician switched arms and attempted another insertion.